Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021 it was reported the patient has an infection/hole above the stoma caused by an ingrown hair. It was also reported that there is dirt coming out of the insertion site which is causing pain and the skin is red. The peg may have to be removed and a new stoma created; this is assessed in the hospital. Dipping is sensitive. The stoma is tender. The patient is treated with silver nitrate and oral antibiotic clindamycin 300 mg twice daily.